Event description:
Pt status post plate and screw implantation of the right distal tibia on an unk date (approx 7-8 months ago) was discovered to have a nonunion. Pt was returned to operating room on (B)(6) 2012 and surgeon removed all hardware. Surgeon cleaned the site, used bone graft from the pt's femur. Surgeon revised the pt to new plate and screws. Consultant noted there was no loose or broken hardware. The procedure was completed. During the procedure, the tip of the drive shaft broke, post operative x-rays did not detect any pieces in the pt. It was not known at what point the shaft broke. This is 2 of 10 reports for this event.

Manufacturer narrative:
Implanted approx 7-8 months ago. Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.